Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 17.2 mmol/l, 7.7 mmol/l, 6.6 mmol/l, 5.6 mmol/l, and 18.2 mmol/l. Customer tested 6.8 mmol/l on the aviva nano system within 10 minutes of the mobile results. Customer injected an unspecified once daily long-acting insulin. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 490240, expiration date 08/31/2012). Reference medwatch report with patient identifier (B)(6) or the suspect device used in the mobile system.